Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly on the tibial component.

Manufacturer narrative:
Visual inspection of the returned nexgen lps-flex prolong articular surface found that the dovetail feature is flared out and that there are severe gouges in the area anterior to the dovetail tip, as well as, gouges and scratches around the peripheral edge. Dimensions were measured and found conformed to print specifications. The device history records for the articular surface were reviewed for deviations and/ or anomalies and a non-conformance was identified. This non-conformance was due to a high percentage of seal creep issues in the lot and pieces were reworked. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the articular surface. It was reported that the proper surgical technique was used; however, the dimensions of the retuned component meet the print specifications, the dovetail and the locking rail are damaged, and it was reported that a second identical part could be implanted without issue. Therefore, this information indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is considered that the problem encountered is related to surgical technique and that potential misuse is the root cause.